Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported removal difficulty was unable to be replicated due to the condition of the returned device. The investigation determined the reported balloon rupture resulting in difficulty removing and separation are user related. The subsequent treatment to remove the balloon, delay in procedure and hospitalization were related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Per the armada 35 instructions for use (IFU) which states, inflation in excess of the rated burst pressure may cause the balloon to rupture. Additionally, it was reported that the armada 35 was being used to treat the subclavian vein. It should be noted that the indication for use section of the IFU states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent the initial filed medwatch report, the following additional information was received: the reported 6.0mm x 60mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced over the reported supracore guide wire and the armada successfully dilated the 1st two lesions. The last lesion was unable to be dilated with this armada due to the vessels being narrow; there was no calcification. The considerable resistance reported was felt against supracore guide wire and against the heavy lesion calcification while attempting to retract the armada bdc over it. During the reported balloon rupture, contrast escape from the balloon was noted under fluoroscopy and blood was noted in the inflation device when negative pressure was applied. The physician plans to bring the patient back to treat the last lesion with a cutting balloon and angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) incorrect anatomy, above rated burst pressure(rbp) and excessive force. Concomitant products: guide wire: supracore. Sheath: 7f brite tip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The supracore mentioned is being filed under a separate medwatch report number.

Event description:
It was reported that during an angioplasty procedure, a 6.0mm x 60mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced via brachial access into a non-abbott 7fr sheath to treat three concentric lesions in the narrow proximal left subclavian vein. During inflation, while two lesions reportedly "popped out," the last lesion still remained "tight." The armada 35 balloon was inflated to 24 atmospheres, then the balloon burst. The armada 35 bdc was then difficult to withdraw due to considerable resistance. Excessive force was then applied to withdraw the bdc; the bdc was withdrawn but resulted in separation of the balloon tip. The armada 35 balloon tip was retrieved as follows: a non-abbott guide wire was advanced as a buddy wire next to a supracore guide wire, a 3.0x40 armada 35 was advanced and inflated to create space for retrieval of the balloon tip, then the balloon tip and all devices were removed as a single unit. Upon removal, it was noted that the balloon tip was stuck to the end of the supracore wire. While it was reported that there were no adverse patient sequelae, it was reported that there was significant impact to the patient due to a clinically significant delay in the procedure. The physician decided to abandon the case and reschedule the patient to treat the remaining lesion since it was still stenosed. No additional information was provided.